Event description:
It was reported that during shoulder cuff repair surgery, when the doctor used the twinfix ti 5.0, the suture of anchor broke. There was a backup device available to complete the procedure with no significant delay. No patient injuries were reported.

Manufacturer narrative:
One 72200755 twinfix ti 5.0 suture anchor returned. The insertion device and anchor were returned without suture. These were undamaged. The anchor hex is not rounded. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Successful implantation requires following the recommended site prep recommendations. Either predrilling (a 2.5mm drill bit is recommended for this product size) or use of a punch type device are recommended for site preparation, depending on the bone quality. Attempts for additional prep confirmation were unsuccessful. No root cause related to the manufacture of the device was established. There are no other complaints for this manufacturing lot.